Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2019-01419. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism (pe), vena cava (vc) perforation, tilt, back pain and limited physical activity. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported back pain, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿if I move the wrong way, the filter prongs poke my nerves in my back and causes pain.¿ patient notes, ¿can't walk long distances due to pain in my lower back. Can't stand stationary for long periods of time.¿ per an image guided repositioning of inferior vena cava filter operative report ¿impression: successful image guided repositioning of patient's indwelling ivc filter.¿ per an inferior venacavogram, bilateral pelvic venograms, repositioning of ivc filter operative report dated (B)(6) 2011, ¿no evidence for dvt within the bilateral pelvis or ivc; filter repositioning.¿ per a CT (computed tomography) scan of the lumbar spine dated (B)(6) 2014, ¿recommend clinical correlation regarding inferior vena cava filter, including struts extending beyond the confines of the inferior vena cava, with the left posterior strut extending to the anterior aspect of the l3-4 intervertebral disc/anulus.¿ per act of abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation. A total of four prongs have perforated the ivc.¿ ¿maximum distance prongs perforated 5 mm.¿ ¿coronal images 4 degree tilt right to left.¿ ¿sagittal images 0 degree tilt.¿